Event description:
The customer reported to olympus, the high flow insufflation unit experienced insufficient pressure during pre-inspection for a therapeutic procedure. It was reported that ventilation could not occur. There were no reports of patient harm or delay in procedure. The procedure was completed with an alternative same model device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No root cause of these phenomena could be determined. Based on the following facts found out from the investigation, it is surmised that the reported phenomena ¿insufflation is unavailable due to faulty main board¿ and ¿blackout during air supply¿ occurred due to faulty main board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced insufficient pressure. It was reported that ventilation could not occur. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; there was a black out during air supply, and insufficient pressure was noted. These issues were thought to be caused by a faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion